Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient experienced an injury (skin irritation) while using the male external catheter. No medical intervention was reported. Complainant stated that the staff was unsure of when to change it and may have left it on too long. Complainant also stated that the packaging labeling and instructions needs to be better.